Manufacturer narrative:
Date of death was not reported. The initial reporter is an attorney. If information is provided in the future, a supplemental report will be issued.

Event description:
The attorney reported they were preparing to file a wrongful death suit after their client died from a malfunction of the valve. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.